Event description:
Boston scientific crm received information that this patient experienced a syncopal episode. She was told by her physician the syncope was due to a "freak rhythm". There was no clear allegation against the pacemaker. Technical services (ts) discussed recommendations of six inch cleareance between her device and electrical products to prevent electromagnetic interference (emi).

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.